Event description:
A trilogy 100 ventilator device was returned to a service center for recertification. There is no allegation of serious or permanent harm or injury. During the evaluation, the device failed the 120 vac ac power source test, the delta power supply measured high on the draw test. No documentation of a replaced component to address the issue. Additionally, the device had discolored feet, a missing power cord clamp, and a damaged overlay front case. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.